Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent oblique lateral interbody fusion (olif) surgery at l4-l5 levels. During surgery, the tip of inserter broke while the cage was being inserted. Later, the broken tip was retrieved. The device came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Visual review confirms the instrument is broken ~one thread down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with directional river consistent with overload. Conclusion: the above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.